Manufacturer narrative:
This lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and oversensing on the rv channel, resulting in inappropriate shocks and pacing inhibition with less than two seconds of asystole. It was believed that therapy was not exhausted for the patient. The noise could be reproduced with position changes with the patient. The rv pacing impedance measurements also went from 400-500 ohms (at implant), to greater than 1,400 ohms. There were no out of range pacing impedance measurements observed. A surgical revision was performed and the lead was tested via the pacing system analyzer (psa). All lead measurements were normal during testing and the physician was unable to recreate the noise once the device was disconnected. The lead and device were explanted and replaced. It was noted that the noise was mostly likely due to a lead fracture. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured approximately 167 to 205 millimeters (mm) from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. Analysis concluded the clinically observed noise, oversensing, and increased impedance measurements were most likely due to this identified fracture.